Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with loose epithelium/ebmd (epithelial basement membrane dystrophy) issue in both eyes(ou). Patient feeling better with bandage contact lens (bcl). Bcl was removed, prescribed muro, continue with artificial tears. Patient's chief complaint was of hazy/blurry vision, and an uncomfortable feeling in both eyes. The patient¿s comments were of feeling better than before with bcl and is ready to have them removed due to dry eyes (ou). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -7.50 x .00 x 90, left eye pre-op 20/20 -7.75 x -.75 x 136. Bcva from (B)(6) 2018: right eye pre-op 20/20 .00 x .00 x 90, left eye pre-op 20/20 .00 x .00 x 136.